Event description:
The facility reported an infusion pump where all three channels failed at the same time and the pump is beeping. The event was reported to have occurred during pt use. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.

Manufacturer narrative:
The customer did not send the device into baxter for evaluation because they performed their own evaluation. During evaluation by the customer the reported condition of failure in all three channels and beeping of the pump was confirmed. To correct the reported condition the customer let the batteries run out of charge, recharged the batteries and tested the device. The device is working properly. Finally, the customer indicated that the pump has been used with no other incidents.